Manufacturer narrative:
Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. With no reported conclusively identified injury, this event is being filed as a product problem. The nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim 3.0 is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery/electrosurgical unit) that may cause interference on the emg monitor.

Manufacturer narrative:
Lot #205428264, serial (B)(4), these items were not in the initial complaint, but were returned with the mainframe: patient interface (B)(4) response 3.0 and muting probe (B)(4) nim. The engineering team evaluated the customer's returned system including the mainframe, patient interface, and muting probe. The patient interface was connected to the mainframe; a patient simulator and incrementing probe provided by service <(>&<)> repair were connected to the patient interface. Upon boot up of the mainframe, all self-tests passed. A monitoring screen was selected that displayed all four of the unit's channels. All electrode checks, including stim 1 and 2 and ground, showed "green" with appropriate resistance readings. Ambient readings on the channels appeared normal. Each channel was then stimulated in turn; each of the four channels showed a proper response when stimulated. The system also responded appropriately when the stimulation current was increased or decreased using the incrementing probe. The snapshot function was also checked; the mainframe took a screenshot of the monitoring screen and saved it appropriately. No functional issues were found during the evaluation. No issues were identified with the unit during the repair; the only change made to the unit was that the software was upgraded to the latest revision. The products were returned to the customer. (B)(4).

Event description:
It was reported that during a scheduled total thyroidectomy on a patient with graves' disease, the surgeon stated that he physically saw the nerve and was on it but did not receive good stimulation. It was reported that the nerve monitoring unit was intermittent during the middle of the procedure. The anesthesia provider for the procedure noted there was post-operative laryngeal nerve palsy. The palsy was resolved without intervention, this was noted by the surgeon as a possible stretch injury and was not conclusive as to cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.